Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. A volume discrepancy was reported. The arv (actual reservoir volume ) was less than erv (expected reservoir volume). The arv (actual reservoir volume ) was drops and the erv (expected reservoir volume) was 5ml. Per the company representative this was the first time they had experienced volume discrepancy with the patient. The pump logs were checked and the reservoir was accessed. The healthcare provider had confirmed they were in the pump and withdrawing from the reservoir. The reporter also stated that there were no issues with the pump when the logs were checked. The patient experienced withdrawal symptoms. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions/interventions taken to resolve the volume discrepancy was on (B)(6) 2107 the pump was refilled and they would continue to monitor. The cause of the volume discrepancy was unknown. No further complications were reported.